Event description:
The customer reported that the device failed the user test and the service light was illuminated. Physio-control evaluated the device and found that it was not able to detect the therapy cable connection. The device was unable to deliver defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis ctr and found a white residue liquid on the pcb. However, further cause of the malfunction was not determined as the pcb passed additional testing.